Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00367. It was reported that the burr became stuck on wire. A rotablator burr and rotawire were used and advance to treat the target lesion. During the procedure, the burr was set to an operational speed of 180,000 rpm. Upon advancing the burr, resistance was encountered and the burr could not cross the lesion. It was then noted that the burr became stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported.